Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. It was also noted that there was an unspecified anomaly with one of the leads. At this time the system remains in service. No adverse patient effects were reported.